Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door repeatedly failed. A field service engineer (fse) powered down the station, unlocked the auxiliary tower, and removed the latch column and all latch assemblies, which were then replaced. After reinstalling the latch column and powering the station back on, an issue occurred when a user attempted to access auxiliary door two. The fse removed the latch column again, inspected the latch assembly, replaced the faulty latch, reinstalled the latch column, and powered the station up. To verify the repair, the customer logged in, recovered the storage space, and tested the door multiple times, confirming proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door repeatedly failed and continued latching or clicking. The failure reoccurred after recovery. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.